Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Alarm did not clear by selecting ok. Customer was able to clear the pump errors, power loss alarm and program the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with pump error 24 alarm after battery installation, problem isolated to electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 40, unexpected battery power loss alarm due to the pump error 24 alarm.